Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor leaked an unspecified amount of morphine sulphate from the blue winged cap. This occurred approximately three days after the device was filled with the drug. The leak was still observed after tightening the cap on the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 19, 2014 to september 24, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was performed with fluid drops noted inside the bag that contained the device. However, this photograph provided no evidence of whether the fluid came from the actual sample. Therefore, the reported leak could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.